Event description:
End-user reported that they were using the handpiece during a procedure as normal when with no warning the handpiece heated to extreme temperature burning the inside of patient's cheek. No medical attention was sought by the patient for the injury.